Manufacturer narrative:
Additional information (01/20/2016): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered a bent reagent probe 2 and crystallization around it. The cse replaced all 4 aspirate probes and reagent probe 2. The following day, the customer still experienced poor results. Due to severe buildup around wash dispense ports 1 and 2, the wash manifold was replaced. Calibrations and quality controls were run, without improvement. The cse also observed that cuvettes were overfilling, and advised the customer not to use the instrument. The cse returned to the customer site. The cse replaced the "y" connectors and cleaned the quick connect elbow on the vacuum chamber. The cse also replaced a stuck pinch valve 4. Quality controls were run, resulting within range. A siemens headquarter support center (hsc) specialist evaluated the event data. Hsc concluded that the discordant, falsely elevated tni-ultra result was caused by poor aspiration due to buildup in the vacuum line. The instrument is performing according to specifications. No further evaluation of the device is required. Corrected information (05/17/2016): the initial MDR incorrectly noted the date received by manufacturer as 01/18/2015. The correct date is 01/18/2016. The corrected result of 19 was reported to the physician(s).

Event description:
The corrected result of 19 was reported to the physician(s).

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls have been running as expected. The cause of the discordant falsely elevated tni-ultra result is unknown. Siemens is investigating this issue.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. A new sample sent to the laboratory the following day was tested on the same instrument, resulting lower. The original sample was then repeated on the same instrument, and the result matched with the result of the new sample. The corrected result was not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.